Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The unit meets specifications of the mdu-5 plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-02696 and 2134265-2016-02697. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. During the procedure, it was noted that the automatic pullback failure occurred. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-02696 and 2134265-2016-02697. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. During the procedure, it was noted that the automatic pullback failure occurred. No patient complications were reported.